Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous left circumflex (lcx) artery. A 2.75x16mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was detached.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed during analysis. It was noted that the balloon was inflated & deflated, however; no issues were noted with the overall balloon profile in its current state. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that when the system was removed from the patient, the stent was on the sds and that the facility failed to check the device before packing it for return.